Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibited severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber was observed to be blinking and was replaced. The second fiber was reported to fire straight (forward firing). The procedure was completed using an alternative procedure (turp). There were no damages to the patient. This report is for the second fiber used.

Manufacturer narrative:
(B)(4): refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.